Event description:
Post procedure angiogram documented a late filling of the aneurysm sac, which appeared to be originating at the distal ipsalateral attachment. A retrograde angiogram was then performed on the ipsalateral side to further document. The balloon was placed and re-inserted at the distal landing zone. Second angiogram documented a slower flow, but still evident aneurysm sac filling. Since there was not sufficient room between the iliac leg and the hypogastric artery, it was decided to land an extension in the right external artery. The right hypogastric artery was embolized. Post procedure angiogram showed no remaining distal type I endoleak, but did document a couple of retrograde filling lumbar arteries; type ii endoleak.